Event description:
It was reported that a patient presented with over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No further intervention or adverse patient consequences were reported.

Event description:
New information received that the patient presented remotely. Corrective programming changes were recommended. No adverse patient consequences occured.